Manufacturer narrative:
All available information was included. Additional details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer experienced an electrical shock while performing maintenance on the architect c4000 analyzer. The following information was provided; customer states when they heard the clunk noise they looked at the rsh and found a black cover had fallen off in the track. The customer reached in, ended up receiving a shock from a wire that was sticking out from a board on the rsh. Customer received a burn to her finger near the cuticle. Customer did not go for medical treatment. Customer self-treated with ice and completed her shift.

Manufacturer narrative:
Further investigation of the customer issue included instrument service, a review of the complaint text, a search for similar complaints, review of instrument logs, review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Abbott field service investigated the issue on site and found a broken sensor (bd, CT xhm_lp align snsr pn 7-205494-01) on the rsh (rsh, c4000 pn 7-206329-01). Field service (fs) explained that the customer was trying to push the head of the sensor back on the board on the printed circuit board (pcb) and the customer may have touched the wires that were exposed and got a 12dc shock. Service replaced the broken sensor and restored system performance. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.